Event description:
Pt had shoulder surgery on (B)(6) 2002 and a breg pain pump was used. A second shoulder surgery was done on (B)(6) 2007 and an I-flow pump was used. Pt alleges glenhumeral chondrolysis.